Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the unit allegedly caused crusting and tissue necrosis in the pt. No further details were provided regarding the procedure or patient outcome, however no pt complications have been reported as a result of this event.